Event description:
(B)(4). It was reported that worsening coronary artery disease (cad) occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion was a de- novo restenotic lesion of unspecified drug eluting stent (des) located in the mid left anterior descending (lad) artery, with 80% stenosis and was 25 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with worsening cad and patient was hospitalized on the same day. The physician performed percutaneous coronary intervention (pci) to treat this event. One day post procedure, the event was considered to be resolved without residual effects and patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).